Event description:
Litigation papers allege severe and permanent physical pain, suffering, injury and disability, potential unnecessary and additional surgeries, diminution in earning capacity, lost wages, medical monitoring expenses, emotional distress, loss of enjoyment of life, metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 new litigation papers received. Middle initial changed to (B)(6).

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update 03/14/2014 - pfs & medical records were obtained. Doi will be updated. Dor was identified. Part/lot information for the acetabular cup and femoral head were provided by the patient sticker sheet. The complaint and associated mdrs were updated. Complaint was updated on 03/20/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.